Event description:
It was reported by the patient that she had a stroke during her last revision and has some speech impediment. Additional information received from the patient stated that after undergoing the elective implantable pulse generator (ipg) replacement procedure, she woke up and was informed that she had experienced a stroke during the procedure. The event was assessed as not device-related.

Event description:
It was reported by the patient that she had a stroke during her last revision and has some speech impediment. Additional information received from the patient stated that after undergoing the elective implantable pulse generator (ipg) replacement procedure, she woke up and was informed that she had experienced a stroke during the procedure. The event was assessed as not device-related.

Event description:
It was reported by the patient that she had a stroke during her last revision and has some speech impediment. The device remains implanted in the patient.